Event description:
It was reported to philips that there was poor image quality on system, which can impact imaging. The patient was moved to another system. The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.